Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (laparoscopy salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and hypersensitivity outcome was unknown. The reporter considered device dislocation, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("patient is pregnant") in a 36-year-old female patient (gravida 9, para 6) who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4, termination of pregnancy, premature delivery, cholecystectomy and lipase increased. Concurrent conditions included obesity, frequency of menses, menses irregular, ovarian cyst, blood in urine, dyspareunia, uterine prolapse, amenorrhea, migraine with aura, penicillin allergy, latex allergy, tobacco user, alcohol use, gastritis, gastroesophageal reflux, back pain, hematuria, chills, dysuria, nausea, hepatic steatosis, lung nodule, pyelonephritis and epigastric pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as ibuprofen and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal left flank pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) -2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic reactions") and allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced pelvic pain ("severe pelvic pain / pain"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy) and surgery (hysteroscopy endometrial ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, hypersensitivity, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, cystitis, device dislocation, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 2 coil on left, one coil on right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pregnancy with contraceptive device, uterine haemorrhage, abdominal pain, urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: plaintiff fact sheet and medical records received- outcome of pelvic pain updated to recovering / resolving, new reporter, lab data, concomitant drug, concomitant and historical condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/device location of device: uterus"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("patient is pregnant") in a 36-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, termination of pregnancy, premature delivery, cholecystectomy, lipase increased, gallbladder removal and uterine dilation and curettage. Concurrent conditions included obesity, frequency of menses, menses irregular, ovarian cyst, blood in urine, dyspareunia, uterine prolapse, amenorrhea, migraine with aura, penicillin allergy, latex allergy, tobacco user, alcohol use, gastritis, gastroesophageal reflux, back pain, hematuria, chills, dysuria, nausea, hepatic steatosis, lung nodule, pyelonephritis and epigastric pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as docusate sodium, ibuprofen, omeprazole since 2014 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal left flank pain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic reactions") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy endometrial ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, uterine haemorrhage, pregnancy with contraceptive device, hypersensitivity, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device expulsion, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 2 coil on left, one coil on right. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal?, yes diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pregnancy with contraceptive device, uterine haemorrhage, abdominal pain, urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received: event device dislocation updated to device expulsion. Event depression, anxiety added. Outcome of events depression, anxiety, device expulsion added as recovered. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("patient is pregnant") in a 36-year-old female patient (gravida 9, para 6) who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4, termination of pregnancy, premature delivery and cholecystectomy. Concurrent conditions included obesity, frequency of menses, menses irregular, ovarian cyst, blood in urine, dyspareunia, uterine prolapse, amenorrhea, migraine with aura, penicillin allergy, latex allergy, tobacco user, alcohol use, gastritis and gastroesophageal reflux. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), hypersensitivity ("allergic reactions"), abdominal pain ("abdominal left flank pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopy salpingectomy) and surgery (hysteroscopy endometrial ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, pelvic pain, hypersensitivity, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection and vaginal infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, cystitis, device dislocation, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 2 coil on left, one coil on right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pregnancy with contraceptive device, uterine haemorrhage" . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/device location of device: uterus') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, termination of pregnancy, premature delivery, cholecystectomy, lipase increased, gallbladder removal and uterine dilation and curettage. Concurrent conditions included obesity, frequency of menses, menses irregular, ovarian cyst, blood in urine, dyspareunia, uterine prolapse, amenorrhea, migraine with aura, penicillin allergy, latex allergy, tobacco user, alcohol use, gastritis, gastroesophageal reflux, back pain, hematuria, chills, dysuria, nausea, hepatic steatosis, lung nodule, pyelonephritis and epigastric pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as docusate sodium, ibuprofen, omeprazole since 2014 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("patient is pregnant"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal left flank pain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic reactions") and allergy to metals ("nickel allergy,allergic reaction"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy endometrial ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, uterine haemorrhage, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the pelvic pain, hypersensitivity, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device expulsion, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 2 coil on left, one coil on right. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal?, yes. Patient received treatment for event pain, abnormal bleeding, allergic reaction, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pregnancy with contraceptive device, uterine haemorrhage, abdominal pain, urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/device location of device: uterus') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, termination of pregnancy, premature delivery, cholecystectomy, lipase increased, gallbladder removal and uterine dilation and curettage. Concurrent conditions included obesity, frequency of menses, menses irregular, ovarian cyst, blood in urine, dyspareunia, uterine prolapse, amenorrhea, migraine with aura, penicillin allergy, latex allergy, tobacco user, alcohol use, gastritis, gastroesophageal reflux, back pain, hematuria, chills, dysuria, nausea, hepatic steatosis, lung nodule, pyelonephritis, epigastric pain, cystocele, gastric ulcer and vitamin d deficiency. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as docusate sodium, ibuprofen, omeprazole since 2014 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("patient is pregnant"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal left flank pain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic reactions") and allergy to metals ("nickel allergy,allergic reaction"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (hysteroscopy endometrial ablation and dilatation and curettage and total vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, uterine haemorrhage, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the pelvic pain, hypersensitivity, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device expulsion, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 2 coil on left, one coil on right. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal?, yes. Patient received treatment for event pain, abnormal bleeding, allergic reaction, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pregnancy with contraceptive device, uterine haemorrhage, abdominal pain, urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/device location of device: uterus') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4, termination of pregnancy, premature delivery, cholecystectomy, lipase increased, gallbladder removal and uterine dilation and curettage. Concurrent conditions included obesity, frequency of menses, menses irregular, ovarian cyst, blood in urine, dyspareunia, uterine prolapse, amenorrhea, migraine with aura, penicillin allergy, latex allergy, tobacco user, alcohol use, gastritis, gastroesophageal reflux, back pain, hematuria, chills, dysuria, nausea, hepatic steatosis, lung nodule, pyelonephritis and epigastric pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as docusate sodium, ibuprofen, omeprazole since 2014 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("patient is pregnant"). On (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain / pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced abdominal pain ("abdominal left flank pain"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced hypersensitivity ("allergic reactions") and allergy to metals ("nickel allergy,allergic reaction"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy endometrial ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, uterine haemorrhage, pregnancy with contraceptive device, depression and anxiety outcome was unknown and the pelvic pain, hypersensitivity, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 6. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device expulsion, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 2 coil on left, one coil on right. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal?, yes. Patient received treatment for event pain, abnormal bleeding, allergic reaction, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pregnancy with contraceptive device, uterine haemorrhage, abdominal pain, urinary tract infection". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the previously reported events pertaining to - pain, bleeding, bladder/urinary problems and allergic reaction updated to recovered/resolved. Reporter information added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("patient is pregnant") in a (B)(6) year-old female patient (gravida 9, para 6) who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 4, termination of pregnancy, premature delivery and cholecystectomy. Concurrent conditions included obesity, polymenorrhea, menses irregular, ovarian cyst, blood in urine, dyspareunia, uterine prolapse, amenorrhea, migraine with aura, penicillin allergy, latex allergy, tobacco user, alcohol use, gastritis and gastroesophageal reflux. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), hypersensitivity ("allergic reactions"), abdominal pain ("abdominal left flank pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopy salpingectomy) and surgery (hysteroscopy endometrial ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, pelvic pain, hypersensitivity, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection and vaginal infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, cystitis, device dislocation, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 2 coil on left, one coil on right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical recod : pregnancy with contraceptive device, uterine haemorrhage" most recent follow-up information incorporated above includes: on 27-feb-2018: events- "abdominal left flank pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, infection (bladder), infection (urinary tract), infection (vaginal),", reporter, lot number, historical condition added from pfs. Events- "patient is pregnant, abnormal uterine bleeding",historical and concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("patient is pregnant") in a 36-year-old female patient (gravida 9, para 6) who had essure (batch no. 893028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 4, termination of pregnancy, premature delivery and cholecystectomy. Concurrent conditions included obesity, polymenorrhea, menses irregular, ovarian cyst, blood in urine, dyspareunia, uterine prolapse, amenorrhea, migraine with aura, penicillin allergy, latex allergy, tobacco user, alcohol use, gastritis and gastroesophageal reflux. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain / pain"), hypersensitivity ("allergic reactions"), abdominal pain ("abdominal left flank pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopy salpingectomy) and surgery (hysteroscopy endometrial ablation and dilatation and curettage). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine haemorrhage, pregnancy with contraceptive device, pelvic pain, hypersensitivity, abdominal pain, vaginal haemorrhage, menorrhagia, allergy to metals, cystitis, urinary tract infection and vaginal infection outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, cystitis, device dislocation, hypersensitivity, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Mr- 2 coil on left, one coil on right . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical recod : pregnancy with contraceptive device, uterine haemorrhage" . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abdominal left flank pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), nickel allergy, infection (bladder), infection (urinary tract), infection (vaginal),", reporter, lot number, historical condition added from pfs. Events- "patient is pregnant, abnormal uterine bleeding",historical and concomittant condition added from medical record. On (B)(6) 2018: after na internal review the ccc was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.